Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Testing of retains could not be performed due to the retain samples have expired. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® sst blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the tube, it was found that the tube has low draw issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst blood collection tubes experienced under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: translated to english. The customer stated: "when using the tube, it was found that the tube has low draw issue."